Event description:
It was reported that on the initial firing the clip in the jaws was sideways when they attempted to fire the device. The customer used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the instrument was returned with the jaws disengaged from the cam. The instrument was cycled and ejected the clips due to the cam condition. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.